Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 13-apr-2024, it was reported that patient faced infusion set cannula bent event. The event occured after 3 or more hours of insertion.the insertion site was at the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.